Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # c9el2x investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b5st device was returned with no apparent damage. In addition, the packagin opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. Additionally, photos were provided that they showed of the devices returned. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review a manufacturing record evaluation was performed for the finished device batch c9el2x number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, the surgeon noted the device had air leakage issue. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.